Manufacturer narrative:
Corrected data: d11 - concomitant medical products and therapy dates: medical product: scs lead therapy date: (B)(6) 2020.

Event description:
Additional information indicates a new ipg was implanted on 9oct2020 and effective therapy was restored.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. On (B)(6)2020, rep melinda nash called ts and reported that a new ipg was implanted on (B)(6)2020. It was discovered that the lead was never explanted. The existing lead was connected to the new ipg. The patient have effective therapy now. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event is estimated.

Event description:
Related manufacturer reference# 1627487-2020-30917. It was reported the patient experienced ineffective stimulation. As a result, the physician explanted the patient¿s entire system. The exact date is unknown.